Event description:
Caller reported two separate occlusion alarm events. There was no adverse impact to the customer's blood glucose level. The customer resolved both occlusion alarms by changing the infusion set and cartridge and resumed insulin, the caller declined additional assistance.